Event description:
Healthcare professional (hcp) reported injecting a patient with 2 ml of skinvive¿ by juvéderm® in the ¿cheek area.¿ approximately three months post injections, the patient experienced ¿palpable nodules and swelling¿ on the face where skinvive¿ and the perioral area of the upper lip is severely swollen. The patient is currently self-medicating with antibiotics, anti-inflammatories and steroids. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.